Manufacturer narrative:
Additional information received on apr 9, 2018: the instability was due to the ligaments stretching out. No traumatic event. Batch review performed on 03 may 2018. Lot 146769: (B)(4) items manufactured and released on 29 october 2014. Expiration date: 2019-09-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 1 year and 2 months after primary due to the ligaments stretching out. No traumatic event. The surgeon replaced the 14 mm insert with a 20 mm. The surgery was completed successfully.